Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating. The stem was a bad version, per the surgeon. A revision was needed.